Event description:
Home pt reports respiking supply bag on to already spiked heater line of homechoice set while troubleshooting through an alarm situation during apd treatment. Home pt reports they ended treatment early for evening with assistance from baxter tech. No pt injury or medical intervention required per pt.